Event description:
The customer reported that their device was losing power on its own. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was later returned to the customer for use.